Manufacturer narrative:
Initial reporter state: (B)(6). (B)(4). The returned flexima plus biliary stent was analyzed, and a visual evaluation noted that the stent was returned unloaded from the delivery system. The guide catheter was received out of the push catheter, it was kinked/bent in several locations, it was also stretched and broken. The push catheter was kinked/bent in several locations. The suture was detached from the delivery system and it was not returned for analysis, also the suture hole was torn. The stent was bent in some locations. The reported event was confirmed. Based on the product analysis, the findings from visual assessment indicates that likely affected the overall performance of the device making it difficult to deploy the stent. Therefore, it is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use can lead to kinks/bends in the catheters and stent. This condition can result in issues deploying the stent due to friction between the kinked areas in the catheters. Continued attempts to release the stent or force retracting the guide catheter in order to release the stent can result in guide catheter stretching and breakage. Additionally, the suture hole was torn indicating that the suture was properly placed in the device and it was submitted to tension forces resulting in tearing of the suture hole and finally detaching of the suture from the delivery system. Therefore, "adverse event related to procedure" is selected as the most probable root cause for the complaint. A manufacturing process was performed to ensure that all finished devices meet specifications, however there is no control on how the devices are handled/manipulated in the field. The tip of guide catheter with guidewire was inserted into touhy-borst connector, then the guide catheter was advanced until the hub and connector were flushed. It was confirmed that kinks are not present using caution while advancing guide catheter. It was confirmed the suture was not twisted in tray, these steps of the process would have detected the observed damages on the device. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during an endoscopic biliary stent placement procedure in the biliary tract performed on (B)(6) 2020. According to the complainant, during the procedure, when the physician tried to release the device in anatomy site, the inner sheath became stretched and could not be released. The procedure was successfully completed with another a flexima plus biliary stent. There were no patient complications reported as a result of this event. Investigation results revealed that the guide catheter was broken, therefore this event has been deemed an MDR reportable event.